Event description:
It was reported that the device shut off while on a patient and would no longer power up. Another device was used. No patient effect reported. (B)(4). Please refer MFR report # 8010762-2014-00113.